Manufacturer narrative:
The company representative observed that the iabp would not boot up completely, unit displayed an intermittent f7 code (bsp initilization fault), and no errors were found in the logs. Touch screen in diagnostics would freeze up as well. The company representative replaced the pcba front end board ((B)(4)). Replaced front end board under warranty. Verified performance testing, front end calibration and functional tested to factory specifications. It functioned normally and was returned to the customer. Ref: (B)(4).

Event description:
The company representative reported that during an in-service training session, prior to use on a patient, the iabp monitor screen displayed only "maquet" upon initial startup. The function touchscreen then went to what appeared to be a bootup screen with a central circular symbol continually revolving. After approximately 35 minutes, a loud continuous alert sounded, with no change to either the monitor screen or touch screen. No messages on either screen or touch screen. No messages on either screen were observed. The iabp was turned off and back on, with the same results occurring. The iabp was replaced and therapy was initiated.